Event description:
The patient was being treated for an unruptured wide neck aneurysm at the tip of the basilar artery. An undisclosed number of gdc coils [subject of this report] were used to embolize the aneurysm without adjunctive stenting or balloon remodeling. Post procedure, the patient was reported to have "agnosia, slurred speech, blurred vision and headaches" and was treated with medication and hospitalization. The outcome was reported as "resolved with no residual effects" and a CT scan was also completed. The physician attributed to the symptoms to "migraines and anxiety and possibly to the device".